Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1: device evaluation: the pump has been returned and evaluated by product analysis on 09/14/2015 with the following findings: there was evidence of moisture present inside the battery compartment. The battery compartment had a crack to the left of the bumper pad. A leak test was performed which confirms the battery compartment was leaking from this crack. An additional leak was also noted from the display lens-case joint. The device was opened and moisture was found throughout. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.